Event description:
It was reported that smoke was observed from the compressor of this 840 ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that smoke was observed from the compressor of this 840 ventilator. The device was made available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the report of smoke. No traces of smoke was found and the unit were observed to be releasing dust particles. The most likely cause could not be established from the information available. The evaluation detected a different condition that was not reported by the customer. The hose pipe was reconnected properly to resolved the issue of pipe leakage from water trap. The likely cause of the reported event of smoke could not be determined or confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.